Event description:
It was reported that the device received error code 120.4610. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 18aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received error code 120.4610. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they discovered loose connection j3 on the power supply board. Resecuring the connection cleared the error. Replaced corroded left/right iuis. Replaced low capacity battery pack. A review of the device history record showed the device had a manufacture date of 18aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to loose connection of j3 on the power supply board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received error code 120.4610. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received error code 120.4610. No additional information was provided. There was no reported patient involvement.